Event description:
The customer reported erroneous total thyroxine (tt4) results were generated on a unicel dxi800 access immunoassay system for an undisclosed number of patients over a period of august 2011 to present. The customer also reported that tt4 quality control results had recovered lower during this timeframe. Beckman coulter inc. Assessment of customer supplied data indicated the involvement of twenty patient results over the months of (B)(6) 2011. The actual dates of the patient results were not provided by the customer and hence were assumed to have occurred on the same day of each month for the purposes of the report. This report represents the erroneous tt4 results generated for twelve patients in (B)(6) 2011. Beckman coulter inc. Assessment of customer supplied data indicated that the patient's initial tt4 results were below the normal reference range and were not confirmed via repeat testing. The erroneous, low tt4 results were reported outside of the laboratory and it is unknown as to whether there was an impact patient health or medical treatment in association with this event. The samples were collected in vacuette gel tubes.

Manufacturer narrative:
Beckman coulter inc. Assessment of customer supplied instrument performance data revealed the execution of ten assay calibrations over a period of time spanning (B)(6) 2011 to (B)(6) 2012. Individual quality control data points were not supplied by the customer. The qc data supplied were calculated means that were generated from calibrations using both expired and non-expired calibrators. Data demonstrates a decrease in qc results beginning (B)(6) 2011. This calibration, in addition to two other calibrations during this timeframe, used an expired calibrator. Qc recovery decreased approximately ten percent for level one, five percent for level two and three percent for level three between the august and september calibrations. The september calibration used expired calibrator. A definitive root cause for this event has not been determined to date, however use of expired calibrator material may have contributed to the decrease in tt4 qc and patient result results. Mdrs associated with this event: 2122870-2012-00160, 2122870-2012-00161, 2122870-2012-00162, 2122870-2012-00163, 2122870-2012-00164.